Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and field error logs confirmed the unit triggered several 1134 amp switch errors, as well as 23087 errors pointing to the insertion axis. The visual inspection revealed contamination on the ffc connector for the acsh sensor and on the acs board connector. The unit was put on the in-house system and it triggered the reported 1134 error. The unit was then put on the pftp, and it triggered a 31098 error. The acsh sensor and acs pca were replaced, and the unit passed both the normal mode and the pftp tests. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. Based off of these findings. Fa was able to conclude that the acsh sensor and acs pca for the root cause of the reported problem .

Event description:
It was reported that the customer cycled all the clutch buttons on arm 4, but there was no change. The system was powered off and an emergency power off (epo) was performed, but this also resulted in no change. The doctor was informed that the system was currently operating as a 3-arm system with arm 4 disabled. The customer reported event has no report of patient injury. On 02/19/2026, intuitive surgical, inc. (Isi) received user facility report 3901330000-2025-8058 stating: "robot in or 6 has fault error 1134 prompt upon powering on. Restarted the system but same error prompt appears. Called the stat line for support and troubleshooted the robot again, restarting, repowering and inspecting buttons on affected robot arm 4 per support person's instructions. The fse was then informed by the stat line support person that the fault was irrecoverable at this time, and a service ticket was made for a specialist to service the robot as soon as possible."